Event description:
According to the customer, the "clear sticky fenestration is too thick in ophthalmology drape" and reported a "corneal abrasion when applying drape for surgery."

Manufacturer narrative:
According to the customer, the "clear sticky fenestration is too thick in ophthalmology drape" and reported a "corneal abrasion when applying drape for surgery." No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Two lot numbers were included with this complaint with the following information: lot: 25jmg565. Expiration: 04/30/27. Manufacturing: 10/20/25. Lot: 25kmb154. Expiration: 04/30/27. Manufacturing: 11/04/25.